Event description:
It was reported that signal loss over an hour occurred on (B)(6) 2023 for transmitter with serial number (B)(6). It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and loss of connection was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number (B)(4). However, data for the transmitter with the serial number (B)(4) was provided for evaluation. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.